Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device had an incorrect image. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The customer did not return the camera head to olympus for ¿no correct¿ image allegation. The issue was not confirmed as the device was not returned for service. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on legal manufacturer's investigation.